Manufacturer narrative:
After battery installation, the insulin pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Analysis was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with cracked lcd window and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the display was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.